Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 4.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the mid-section of the stent. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion was located in the mildly tortuous and non-calcified right coronary artery. After engaging a 6f non-bsc guide catheter, a non-bsc guidewire was crossed the lesion. Following pre-dilation of a 2.5x15mm non-bsc balloon, a 4.00x28mm promus element plus stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.